Manufacturer narrative:
¿Please note that this device (in.pact pacific) is distributed outside the united states; however, it is similar to the united states distributed product (in.pact admiral)¿. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation the device returned with a complete radial tear to the balloon with the distal segment of the balloon material detached approximately 2cm proximal to the distal tip of the catheter. The balloon material was creased and jagged on both sides of the detachment site. Blood residue was present on the inner balloon material and in the catheter shaft. A detachment was evident of the inner lumen and the inner distal tip material. A tactile test discovered a kink to the catheter shaft 27.5cm distal to the distal end of the strain relief. A 0.018inch guidewire was loaded proximally through the inner lumen and inner distal tip detachment point with slight resistance noted as the guidewire passed through the kink site. It was not possible to perform negative purge or inflation due to the balloon detachment. There was no other damage present on the returned device. Image review 4 images under flouroscopy were returned from the account. Image 1:the image shows the distal segment of a catheter device with a partial balloon under fluoroscopy. There appears to be contrast/fluid leaking out from the opening where the balloon detached. Image 2: the image shows the distal segment of a catheter device with a partial balloon under fluoroscopy. There appears to be contrast/fluid leaking out from the opening where the balloon detached. Image 3: shows a gooseneck device (undeployed) and a detached balloon fragment under fluoroscopy. Image 4: shows a gooseneck device during deployment and a detached balloon fragment under fluoroscopy. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was using an inpact pacific dcb along with non-medtronic 5fr sheath and 0.018" guidewire during procedure to treat a none calcified lesion in the left cimino shunt with 75% stenosis. The vessel diameter and lesion length are 5mm and 30mm respectively. It was reported that the balloon burst and separated (detached) in two pieces, the distal part remaining in the patient. This could eventually be retrieved with a gooseneck but it was quite tricky. The balloon was inflated by hand (always), no information regarding pressure atm possible. A non-medtronic inflation device was used for balloon inflation along with a 1 to 3 saline concentration forinflation fluid. The device was prepped per IFU with no issues identified. There was no damage to device packaging. There was no issue noted when removing device from hoop/tray. The lesion was pre dilated with a 4mm non-medtronic dilatation catheter without difficulty. A covered stent had been implanted in the past. There was no issue when going through the previously implanted stent. An inpact pacific 5 x 60 x 90 was then used. It passed through the stent easily. There was no resistance felt and no force used. It was reported that the balloon burst circumferentially after 15 seconds, the distal part (approx. 2cm) tearing off. The distal part of the balloon remains in the patient. This one could eventually be retrieved with a gooseneck but this was quite tricky. No further patient injury reported.